Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system had a cine disk not available error at boot up. No patient injury was reported.